Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. The customer was unable to turn the pump back on using the usb charging cable, but successfully turned the pump on by using an alternate usb cable. The customer¿s blood glucose was 151 (mg/dl). Replacement usb cable was sent to the customer.